Event description:
It was reported that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test at 99 minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
To fix the issue, the getinge field service engineer (fse) replaced the batteries. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer.

Event description:
N/a.